Event description:
Reportedly, surgeon implanted this valve and saw paravalvular leak on echo so valve was taken out reseated and resutured. When putting valve back in, he pushed on the stent post and bent the post so this valve was taken out again and another valve was implanted without further issues.

Manufacturer narrative:
Eval of the returned valve confirmed that the cusp 2 post was bent severely inwards causing the stent distortion and bulging leaflets and incomplete coaptation. We are unable to perform any further testing on this valve due to the damage done at the hosp with the bent post. This is a user event. X-rays taken of returned valve.